Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported dropping the infusion device on the floor on (B)(6) 2011. Patient stated she checked the infusion device and there were no function problems. Patient reported she woke up on (B)(6) 2010 and noticed the infusion device was 'dead'. Patient stated she changed the battery; no success. Patient reported a blood glucose level of 20.0 mmol/l (360 mg/dl). Patient's normal blood glucose level is 6-7 mmol/l (108-126 mg/dl). Patient stated she switched to her backup infusion device and took a bolus via the device. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.